Manufacturer narrative:
The device evaluation is anticipated, but not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23 mm mitral pericardial valve and a 19 mm aortic pericardial valve were both explanted after a duration of approximately three (3) years due to mitral regurgitation and aortic stenosis, respectively. These valves were originally implanted for mitral valve replacement and aortic valve replacement. At implant, calcification was observed on the patient native valve. After an implant duration of approximately three (3) years, heart failure symptom was confirmed, and the patient became a candidate for a surgery. At explant, it was confirmed that the patient hemodynamic status was deteriorated due to native pericardium, which was used for wrapping around the mitral valve at the previous surgery. The patient status was reported as ¿under treatment¿ at ICU. These devices were retuned for evaluation.

Manufacturer narrative:
Per the r&d functional evaluation and the engineering evalaution, this valve was reportedly explanted after an implant duration of three (3) years due to mitral regurgitation with the source of the regurgitation not specified. No intraoperative echocardiogram was provided, thus the nature of the reported mitral regurgitation in vivo could not be determined or confirmed. Under edward¿s standardized in vitro testing conditions, there was no central leakage path detected in the fully closed position. The reported mitral regurgitation was not reproduced during the standardized testing. Static leakage testing was performed in a steady backpressure leakage tester under pressures of 40, 80, and 120 mmhg. These results are consistent with the trf measured during the pulsatile test. There is a small central hole at 40 mmhg, less than 0.5 mm in diameter, that disappears at 80 mmhg and 120 mmhg backpressure. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. A definitive root cause for the reported mitral regurgitation in vivo could not be conclusively determined. There were no indications of a manufacturing defect. Supplemental report was submitted to include the DHR. Expiration date and the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. The sewing ring was cut near commissure 2 and leaflet 3. Pledgets and sutures remained attached around the sewing ring. Customer report of regurgitation could not be confirmed through visual observations. The valve is being sent for further testing and analysis. A supplemental report will be submitted accordingly once the evaluation is complete.